Manufacturer narrative:
This report is submitted on december 20, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced device extrusion and subsequently the magnet strength was decreased. The patient is being clinically managed by the health care provider.